Manufacturer narrative:
B3 the exact event date is unknown. The complaint took place a few months before (B)(6) 2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: the patient is an 83-year-old female with a significant past medical history including severe two vessel coronary artery disease, severe aortic valve stenosis, peripheral arterial disease with prior left femoral bypass (2014), arterial hypertension, chronic myelogenous leukemia (2008¿2019), and prior spinal canal surgery (2013). At presentation, she reported ccs class iii angina, nyha class iii symptoms, and rest pain due to pad. The impella device was placed without difficulty. Pci catheter advancement required additional time due to tortuous coronary anatomy. After riva stent deployment and pre dilation of the main stem and rcx, the patient developed ventricular fibrillation and hemodynamic instability despite impella support which may be likely to underlying critical condition. The strategy was changed to main stem stenting into the cx, resulting in adequate coronary flow; however, the patient remained unstable requiring increasing catecholamine support. Ultrasound identified a large pericardial effusion consistent with tamponade. Pericardiocentesis was performed, but instability persisted. Fluoroscopic evaluation revealed left ventricular apical perforation caused by the impella. Emergency surgical repair was conducted with autotransfusion support. The patient survived and has recovered; she is scheduled to undergo tavr (transcatheter aortic valve replacement) soon. The adverse event¿left ventricular perforation¿was associated with impella positioning during high-risk pci in the context of complex anatomy and hemodynamic instability. Surgical intervention successfully resolved the complication, the and the patient has experienced long term survival.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Pericardial effusion/hemodynamic instability: the root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac perforation/patient device interaction problem: the root cause of the injury was unable to be determined due to insufficient clinical details.